Event description:
It was reported that (1) tct75 device was used during a ileostomy takedown procedure. It was reported by the rep that the surgeon fired tct75 and it misfired. They opened another device and it worked fine. It is unknown how the case was completed.